Event description:
User facility reported that the device was in use with patient for one hour when the device cuff was found to leak. The user inflated the cuff again, then some leakage was noted after 40-60 minutes. The device was removed from patient. No adverse effects to patient reported.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any obvious defects. Functional testing was performed by inflating the cuff using a syringe and fully submerging the unit in sterile water to observe for leaks. No leaks were observed. The returned sample performed to specification; therefore investigation is unable to confirm the reported issue.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation details.